Event description:
It was reported by the rep that the device was used during a laparoscopic vaginal hysterectomy. It was reported when using the atw35 for the first and second firings the stapler would not fire. A second stapler was opened and used to fire. On the seventh firing the stapler (tsw35) would not open. It had to be opened with another device. It delayed the case but they then completed the procedure. There was no consequence to the patient.